Manufacturer narrative:
The customer reported that a system message (sm) [up-switch failure] displayed when using the system and footswitch at the beginning of a procedure. The customer used an alternate footswitch to complete the procedure. There was no patient harm reported. The company service representative examined the system and replaced the footswitch and cable. The system was then tested and met all product specifications. The system is designed to perform self-checks to ensure proper functionality. If the system detects an issue that may compromise the integrity of the system¿s output, then the system is designed to produce a system message to alert the user and to disable the affected function or system until the issue has been resolved. This is meant to preclude use of a compromised function or system for surgery. If subsystems are disabled or in the event of a total shut down during surgery, the licensed/trained operator should be competent in mitigating the risk of any direct patient harm and allowing a stable intraocular environment to be maintained. In this instance, the operator used a backup footswitch to complete the procedure. The system was manufactured on january 25, 2005. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on july 3, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A medical technologist reported that a system had a footswitch malfunction before a procedure. There was no patient involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).